Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during cataract surgery with intraocular lens (iol) implantation, implant was stuck in the injector, one haptic came out while the other was stuck in the eye. The surgeon had to remove the implant and make a larger incision. Then placed another implant. There was no further impact to the patient.

Manufacturer narrative:
Additional information was provided in a1, a2, a3.a, b3, b5, d10, and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that, the incision had to be enlarged to explant the implant, as the broken proximal haptic remained stuck to the injector¿s plunger. The enlarged incision required suturing, which induced astigmatism. The patient was under general anesthesia. The procedure time was extended, but no further consequences were reported. The procedure was completed with company similar model iol.

Manufacturer narrative:
On initial MDR submitted the product code should be a0502 instead of a2201. The manufacturer internal reference number is: (B)(4).